Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap sigmoid colectomy. Event description: plastic insert cap came loose during insertion of grasper. It was seen on camera and retrieved before falling on to an organ. Procedure continued without issue to a successful conclusion. No seal was broken and no co2 escape. Additional information was received via email on 06sep2021 from applied medical representative:the component fell out when an implement was used going through the trocar. A clear plastic washer type component was hanging at the end of the plastic sleeve and was pulled back through by the surgeon. It was clear in colour. Type of intervention: component removed. Patient status: procedure continued without issue to a successful conclusion.

Event description:
Procedure performed: lap sigmoid colectomy event description: plastic insert cap came loose during insertion of grasper. It was seen on camera and retrieved before falling on to an organ. Procedure continued without issue to a successful conclusion. No seal was broken and no co2 escape. Additional information was received via email on 06sep2021 from applied medical representative:the component fell out when an implement was used going through the trocar. A clear plastic washer type component was hanging at the end of the plastic sleeve and was pulled back through by the surgeon. It was clear in colour. Type of intervention: component removed patient status: procedure continued without issue to a successful conclusion.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments (such as the grasper) through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j'hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."